Manufacturer narrative:
The fsr replaced the o2 sensor cartridge. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation. Per data log analysis, the gas system log was exported before the calibration failures occurred. The issues cannot be confirmed in the provided log. The log does show that calibration was successful prior to installing the suspect gas system at the customer site.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the electronic patient gas system (epgs) failed oxygen (o2) calibration three times. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed three consecutive failed calibrations. The customer oxygen (o2) sensor cartridge was installed into a lab-use only (luo) electronic patient gas system (epgs) and failed three consecutive calibrations. The o2 sensor cartridge had been leaking a significant amount of electrolyte and crystalizing on the cartridge.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.